Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels ranging from 350 mg/dl to 400 mg/dl with high ketones. The user addressed bg level with a manual injection. Reportedly, the user changed the supplies on (B)(6) 2017, reused insulin from an old cartridge, and continued to experienced elevated bg levels. A system check with tandem¿s technical support confirmed that the pump and cartridge functioned as expected. At the end of the report, the user's bg level was decreasing.